Event description:
It was reported that during a low anterior resection, the gripping surface was damaged when the cartridge was loaded into a device. No pieces were left inside the patient. Another cartridge was loaded into the same device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one sr75 reload was returned in good visual condition. The cartridge reload was received fully loaded with the swing tab locked out. This condition is consistent with an improper loading technique. Reference ¿instructions for use¿ for complete loading instructions. In addition was received with the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.